Manufacturer narrative:
While some details in the social media post suggest that this could have been a more serious event, the description did not identify any contact lens or specify the exact contact lens care products being used at the time of the event. Several attempts to gather additional information from the author of the social media post have been unsuccessful. At this time, the manufacturer is neither able to confirm the accuracy of the report nor the circumstances surrounding the presumed event. Consequently, based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported via one of the manufacturer¿s social media sites that approximately seven years ago she experienced a temporary loss of vision and that the event required hourly medical intervention initially, and 9 days of medical care. The consumer stated that she was in pain for a few nights and that she was ¿not allowed to sleep for two days" nor allowed to ¿shut [her] eyes for more than an hour¿. The post went on to indicate that the consumer is again able to wear contact lenses on a limited basis.